Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
The reported problem of a skin irritation was confirmed. A us distributor reported that a patient had a red irritation with broken skin and was bleeding under all electrodes from lifevest. The patient reports that they have very thin and sensitive skin and they are also on blood thinners. The patient was using neosporin and band aids to try and treat the irritation. The patient's doctor recommended that the patient continue wearing the lifevest. During a follow up, the patient reported that the skin irritation may never completely heal due to the patient's condition.